Manufacturer narrative:
Device used for treatment, not diagnosis. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Event description:
It was reported that the patient had a revision procedure on (B)(6) 2018 due to poor angulation of a 16mm zero-p va screw and a hematoma. The patient was initially implanted with a zero-p va cage and two (2) 16mm screws on (B)(6) 2018 due to degenerative disc disease (ddd) at c5-c6. During a follow-up magnetic resonance imaging (MRI), the surgeon didn¿t like the angulation of one (1) of the implanted 16mm screws and wanted a screw with a bigger purchase into the vertebral body. There was no issue with the screw. The patient was brought back for a revision to remove a hematoma and they decided to remove the 16mm screw and replace it with a 18mm screw. During the revision procedure, when attempting to implant a zero-p va 18mm self-tapping ¿rescue screw¿ in the implanted zero-p va cage, the screw would not move past 16mm of depth. It spun in place and would not fully seat. The 18mm screw was removed and a new 16mm screw was implanted in its place. No surgical delay and no patient consequence. The zero-p va cage remained implanted along with the one (1) 16mm screw which was never explanted from the (B)(6) 2018 surgery. No surgical delay during the initial surgery. This complaint is linked with (B)(4) to capture the intraoperative event of zero-p va 18mm screw would not move past 16mm of depth, spun in place and would not fully seat. Concomitant devices reported: zero-p cage implant (part # unknown, lot # unknown, quantity # 1), 3.7mm titanium cervical spine screw self-drilling/variable angle 16mm (part # 04.647.836, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).